Manufacturer narrative:
Reported events of premature discharge of battery and inability to interrogate were not confirmed. Analysis of device image indicated battery voltage was above elective replacement indicator (eri) level upon receipt. Further analysis performed found no anomaly and the device was able to be interrogated successfully throughout analysis. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Additional information received indicating the physician suspected premature battery depletion on the device.

Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.